Event description:
The date of the event is unknown. Customer reported rituxan was hanging. The nurse noted a small drop of clear liquid moving down the tube. She used a piece of gauze to wipe it off and noted the source. No patient/user harm was reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.